Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B) (6) 2010, the patient was treated with the gore tag thoracic endoprosthesis for a right subclavian artery aneurysm. The aortic arch anatomy was abnormal and the right subclavian originated after (distal to) the left subclavian. A bypass surgery was performed prior to the implantation of the tag device in the descending aortic arch. Final angiography showed a type I endoleak and slight compression of the middle section of the device. The physician used a lock polyurethane occlusion balloon to balloon both ends and the middle section of the tag device. At that time the device moved proximally partially covering the left common carotid artery. The physician then bypassed that vessel and the patient tolerated the procedure.